Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 16-dec-2025: esophageal surgery was performed. Nothing broken was noticed immediately after the procedure. The wire probably broke during cleaning. The surgery was completed as scheduled.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of frayed cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.